Event description:
The reporter indicated that a 12.1mm vicm5 12.1 implantable collamer lens of -4.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same length lens due to excessive vault and doctor suspecting dislocation and synechia. The problem was resolved.

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Manufacturer narrative:
H3- device evaluation: the lens was returned in a microcentrifuge vial, returned dry. Visual inspection found one of the haptics broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).